Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: the pump was found to be unresponsive with no audible tone, no vibration and a blank display which was observed to be cracked. The battery cap was able to be fully tightened; the battery compartment was intact with no evidence of moisture inside the battery compartment. The pump case was removed, and the power pcb was discovered to be cracked at the negative battery terminal. Further testing was prohibited due to the cracked power pcb.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump was on the bathroom floor and had been exposed to moisture from the shower and then would not come on. The reporter stated that a new battery was inserted and there were no sounds, no vibration, and nothing on the screen. Reportedly, there was no moisture seen in the compartments or behind the display; the battery cap was intact and secure to the pump at the time of water exposure. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.